Event description:
It was reported that the implantable cardiac monitor (icm) was exhibited pause episodes due to undersensing and intermittent loss of capture. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.